Event description:
It was reported that when aspirating the medication with the bd precisionglide¿ needle during use, another needle was drawn up into the syringe. The following information was provided by the initial reporter: "a dr. Was using it to draw up a medication and when it was aspirated back, an additional need was withdrawn into the syringe with the medication.". "To answer your questions, there was 1 needle attached to the syringe, and when the medication was drawn back, the extra needle was aspirated into the syringe.".

Manufacturer narrative:
H.6. Investigation: a 30ml syringe and an 18 x 1 ½¿ needle assembly were received for evaluation. The syringe came contaminated with 10ml of a drug (according to the verbatim, it is an anesthetic drug). It has a black tip cap. The needle assembly reported that it was together with the needle assembly, it is also contaminated with the same type of drug; an opened packaging blister was received too. Both products are produced by this site in different buildings. Based on the investigation and the analysis of the sample provided, the symptom reported by the customer is confirmed. However, a probable root cause could not be determined. Each product is packaged by an automated process in a different building. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when aspirating the medication with the bd precisionglide needle during use, another needle was drawn up into the syringe. The following information was provided by the initial reporter: "a dr. Was using it to draw up a medication and when it was aspirated back, an additional need was withdrawn into the syringe with the medication." "To answer your questions, there was 1 needle attached to the syringe, and when the medication was drawn back, the extra needle was aspirated into the syringe."